Event description:
Customer reported fluid leaked from the IV during ue on a pt. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.